Event description:
From device and MDR. Inappropriate shocks and noise on iegm found to be caused by the pace/sense portion of the ICD lead. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted.